Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted customer with resetting the pump to resolve the issue and customer was instructed to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.